Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, a display issue occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous proximal left anterior descending artery. The 1.50mm rotablator rotalink plus burr was spinning during platforming, however it was noted that the rotational speed was not displayed on the console. The device did not enter the patient. The device was exchanged for a new rotalink plus unit and was used successfully with the same console. The procedure was completed. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).